Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's thoracic lead had migrated and the pt felt rib stimulation instead of leg stimulation. Follow-up indicated the pt underwent a revision surgery on (B)(6) 2013. It was reported the lead was out of the epidural space and was reimplanted. The pt reported effective stimulation postoperative.